Event description:
A presentation of the noteworthy radiographic observations of patients treated with synthes nflex implants reported that there was a rod fracture for patient ID (B)(6) at the l4-5 location. The rod fracture occurred after postop and the patient was revised prior to the week 2 visit. The fracture location was l4-5. From preop to postop, there is a significant change in disc height at l3-4, but no real change in lordosis. Between postop and week 2, following the revision, some lordosis is restored. The presentation with x-rays was sent to the synthes post market risk manager for review and based on the known information this is a serious injury as the patient required revision surgey. No further information was provided.

Manufacturer narrative:
Exact part number could not be identified. The device is not being returned for evaluation. As no lot number was provided, no device history record review can be performed. There is no further information available on this event and no further investigation can be performed.